Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) contacted the initial reporter of this complaint who clarified that she had initiated a service call for damaged ibp cable - not a power cable as was stated on our service dispatch record. She further stated that there was no issue with the cs300 iabp, and she merely needed a new disposable ibp cable; she then declined a service visit. No further investigation is required.

Event description:
It was reported during use on a patient, the cs300 intra-aortic balloon pump (iabp) power cable was not functioning. No adverse event was reported.